Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for another manufacturer's right ventricular (rv) lead due to high out of range pacing impedance measurements of greater than 3000 ohms. The lss changed the polarity from bipolar to unipolar. The medical personnel contacted boston scientific technical services (ts) to review a stored episode. Upon review ts noted the pacemaker and rv lead showed overesensing of noise from the minute ventilation (mv) feature. There was pacing inhibition, however the patient had an underlying rhythm. Ts advised to turn off the mv feature in the pacemaker and perform further testing to determine the cause of the high out of range pacing impedance measurements. The pacemaker and rv lead remain in service and no adverse patient effects were reported.